Event description:
It was reported that after a transurethral microwave treatment procedure, the patient presented with significant bleeding and was hospitalized after the administration of amicar. The physician completed the procedure on (B) (6) 2010 with a targis control unit and a ctc advance short (2.5-3.5) microwave treatment catheter and stated that the patient tolerated the treatment well at the time. The physician performed a cystoscopy on the patient shortly after the tumt procedure and described the prostate as appearing to have a small surface burn to the right side and small chunks of tissue being sloughed off with blood present; the area was like a "turp like effect but not exactly". As of (B) (6) 2010, the patient has only a very small trace of blood in his urine. The patient is still in the hospital, however, the physician believes the patient's prostate issue is resolved and that the patient remains hospitalized for issues separate from the tumt procedure.

Event description:
Caller states patient tested 5.1 inr and 2.2 inr on the coaguchek xs system. Caller states when result of 5.1 inr was obtained, it appeared "blood flowed clear first, then blood came out." Patient thought she had bruised this finger several weeks prior. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.